Event description:
Upon removal from the packaging the pusher wire bent at the proximal end. A nurse attempted to straighten the pusherwire and it broke. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not returned for analysis. Based on the available information, it is likely that the complaint was caused by handling of the device. Consequently a root cause of handling damage was assigned.

Event description:
Upon removal from the packaging, the pusher wire bent at the proximal end. A nurse attempted to straighten the pusherwire, and it broke. There was no patient involvement.